Manufacturer narrative:
D9: date returned to mfg.: 6/3/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the liquid crystal display (lcd) is blank upon powering on / downstream occlusion (dso) damaged¿ was confirmed through functional testing per performance verification testing (pvt). The cause was unknown. Further investigation found upstream occlusion (uso) seal buckling. Replaced lcd, printed wiring assembly (pwa), dso, dso seal, and uso seal. The motor was also replaced as preventative maintenance. Performed dso calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lcd was blank upon powering on and the downstream occlusion seal was damaged. No patient involvement was reported.